Event description:
Customer reported the system intermittently will not produce x-ray and the image goes blank. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the generator interface board (gib). System operates as intended.